Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was reviewed and no non-conformances related to the reported event were noted. A getinge field service territory manager (stm) evaluated the cardiosave iabp unit and was unable to reproduce the reported issues. The stm reloaded the software in the iabp unit and performed all functional and safety tests to meet factory specifications. The iabp was returned to the customer and cleared for clinical use.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) repeatedly froze up and shut itself off. Rebooting would temporarily allow it to pump, and a high pitched squeal was emitted which accompanied the freezing up. However, no alarm or alert message appeared. The iabp was changed and taken to the biomedical engineer. There was no adverse event reported.